Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with intravenous (IV) injection vancomycin (500 milligrams, once a day) and IV injection tazopip (4.5 grams, twice a day) for the event of peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report the patient was not recovered from this peritonitis event and antibiotic therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the peritoneal effluent was clear and the antibiotics were completed. Two days prior to the receipt of this report, the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.